Manufacturer narrative:
Cont h6- f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic fluid", "intracapsular rupture".

Event description:
Distributor reported left side "intracapsular rupture", "internal pain and inflammation", "isolated folds", "periprosthetic fluid." The device has been explanted.